Manufacturer narrative:
The customer followed up with physio-control and advised that they have decided to not repair their device due to the costs associated. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not complete a boot up cycle as it was continually resetting during the process. There was no patient use associated with the reported issue.